Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not working and the connector was loosen in processor receptacle. This issue was identified during inspection for use. There were no reports of patient harm.